Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received partially disassembled. The proximal cap had been unscrewed from the core housing and several components were loose. The strain gauge had been torn from the iddi board. There were several components that were noted to be missing from the returned device. There was significant damage to the distal end of the adapter firing rod, indicative of a disconnection between the firing rod and the reload laminates. Evaluation also noted that the blue unload switch could be fully depressed. The signia adapter was connected to the gen2 acc software and the switch state was open. The signia adapter had 36 of 50 procedures remaining. The signia adapter body was lifted, and the articulation mechanism was found to be out of home position. No further functional testing was performed due to the state of the returned adapter. It was reported that the instrument was locked on tissue and the jaws did not open. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of missing component, disassembled device and articulation mechanism not in home position that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the jaws of the powered stapler locked on tissue. The doctor tried to open the adaptor manually by pushing the green button, and then the doctor disconnected the adaptor and it did not open. Finally, the doctor opened the adaptor using a retractor tool. A new manual stapler was used to complete the procedure.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial# (B)(6) sigpshell, sig power sigpshell control shell (lot# n4f2167y); sigpshell, sig power sigpshell control shell (lot# n4f2167y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.